Manufacturer narrative:
Investigation details: a visual inspection was conducted on device. The visual inspection shows that the tension spring still inside the deployment tube and plunger was depressed. Therefore the complaint is confirmed based on how the seal was received.

Event description:
The hospital reported, that during a coronary artery bypass procedure, four heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the fourth seal.